Event description:
New information received indicates that the high capture threshold measurement issue was resolved. No intervention was performed on the right ventricular (rv) lead. The rv lead remained implanted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-42653. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the right atrial (ra) lead failed to sense and the right ventricular (rv) lead exhibited high capture threshold measurements. The ra lead was explanted and replaced. No intervention was reported on the rv lead. The patient had no adverse consequences.